Event description:
Nurse noticed fluid dripping from IV pump. Upon inspection it was noted that the infusion IV set tubing was cracked where the cassette and tubing connect. Tubing replaced with no patient harm.